Event description:
The pt underwent the cvs proceudre at 10.6 weeks gestation. One transcervical pass was made. Intrauterine fetal demise was found at 23 weeks gestation and was determined to have occurred at 19 weeks.